Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2008, the patient presented with distal posterior mesh erosion on (B)(6), 2008. Reportedly, the patient underwent surgery (date unknown) to excise the distal posterior mesh exposure. A tvt-o and unspecified sling were also involved (specifics unknown). Reportedly, the patient's erosion was resolved on (B)(6), 2009, and the patient has recovered. All additional information is unknown.

Manufacturer narrative:
(B)(4).